Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one sample of device was received for evaluation. The reported event cut in cuff was confirmed. An inflation/deflation test was performed. A visual inspection was performed, and it was observed the cuff presents a small cut. The severity was assessed as 8 (loss of primary function). Device or item inoperable. Replacement or repair is required to obtain desired performance. No corrective actions are needed at this time since the confirmed event (cut in cuff) would have been detected during the 100% inflation/ deflation test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff kept deflating. It was indicated that they had to re-intubate the patient three times.